Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the sewing ring screw broke when tightened. The surgeon turned the screw with a special self made tool normally used for thoracotomy that does not have torque like the sewing ring wrench. A second sewing ring was placed on the first one and then the pump was placed through both sewing rings. The original sewing ring remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The sewing ring screw from implant kit (B)(4) was returned for evaluation. Review of the manufacturing documentation confirmed that the associated sewing ring and screw inflow clamp met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported broken sewing ring screw event was confirmed via visual inspection and supplemental analysis of the returned device. Visual inspection of the sewing ring screw revealed damage at the threaded region of the screw. Additionally, supplemental analysis of the returned screw revealed circumferential mechanical damage with elongated and smeared ductile dimpling. This damage was most likely due to over tightening during installation. Additionally, it was reported that the surgeon turned the screw with a special self made tool normally used for thoracotomy that does not have torque like the sewing ring wrench. The instructions for use instructs the user to use the sewing ring wrench for tightening/loosening of the sewing ring screw. Failure to follow the instructions for use and using another tool in stead of the sewing ring wrench may have led to the overtightening causing the screw to break. Potential root causes of broken sewing ring screws can be attributed to excessive stress applied by tightening of the screw at an angle due to limited access to the implant site or the screw was not fully supported by the sewing ring clamp, which could be caused by the user backing the screw out of the intended position, resulting in the screw breaking under load. If information is provided in the future, a supplemental report will be issued.